Manufacturer narrative:
Investigation summary : bd received a photo for investigation. The indicated failure mode of tube lip-out was observed in the attached photograph. Additionally, a visual inspection was conducted on 10 retained samples, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: lipout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, there was one (1) tube with a molding defect of the lip of the tube underneath the hemogard cap. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, there was one (1) tube with a molding defect of the lip of the tube underneath the hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.